Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stoppages were confirmed based on the analysis of the submitted log files. A specific cause for the reported events, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. Additionally, although power and flow elevations were confirmed via the submitted log files, a specific cause for these events and a direct correlation to the device could not conclusively be determined. The submitted log files contained overlapping data spanning an unknown amount of time. The data recorded on day 8, hour 17, minute 2 shows that the controller was connected to batteries and a power cable disconnect alarm was active. This event was immediately followed by what appears to be a complete loss of power during which the clock reset to day 0, hour 0, minute 0. These events would have resulted in pump stoppage. The following recorded entry shows that power was restored, and that the system resumed proper operation at the fixed speed. Additionally, on day 5, hour 22, minute 52, it appears that the driveline was disconnected which will also cause pump stoppage. The driveline was shown to be reconnected shortly after, and the pump resumed operation at the fixed speed once again. Also, a period of elevated powers was captured on day 14, up to 14.0 watts. Corresponding elevations in calculated flow were recorded during power elevation events, up to 12.0 lpm. Of note, all elevations in power/flow occurred during pi events. The account communicated that upon vad interrogation, the account noticed two pump stoppages. The nurses who were caring for the patient did not hear any alarms so they concluded that the pump stoppages must have lasted less than 6 seconds. It was later communicated that the patient had been experiencing intermittently elevated powers and flows. Additional information was requested; however, the account was unable to provide additional information. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The current hmii IFU and patient handbook state that at least one system controller power cable must be connected to a power source (power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) at all times. Furthermore, the hmii IFU shipped at implant states that disconnecting both power leads at the same time will cause the pump to stop. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. The heartmate ii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had two pump stops. The nurses who were caring for him did not hear any alarms. Log file analysis showed that the controller clock was reset and the pump momentarily stopped, due to power loss. It was also observed that the driveline was accidentally disconnected which resulted with the pump being momentarily stopped. After the driveline was reconnected, the pump resumed operation. It was later reported that the patient had intermittent elevated powers and increased flows. The log file captured some elevated powers greater than 10w near the end of the log and remained elevated for the remainder of the log.